Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not performing as expected. Evaluation revealed that the pump was dimpled when pressed. Two weeks later, a surgery was performed to replace the ipp with a malleable penile prosthesis. The ipp reservoir was not removed. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The pump was visually and microscopically examined, leak and functionally tested. The pump block was found to be damaged most likely from sharp instrument damage during explant. Pump examination revealed contamination within pump; therefore, the pump was not functionally tested. The cylinders were visually and microscopically examined, and leak tested. Both cylinders exhibited wear at folds on the medial of the cylinder bodies. No leaks and or damage was identified, as the cylinders performed specification. Based on the information available and analysis results, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not performing as expected. Evaluation revealed that the pump was dimpled when pressed. Two weeks later, a surgery was performed to replace the ipp with a malleable penile prosthesis. The ipp reservoir was not removed. There were no patient complications.